Event description:
It was reported by service report that the zoom was intermittent and the brakes were not holding. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Zoom handles, brake cams.